Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One x-ray image and three electronic photos were provided for review. The x-ray image shows the catheter in the right heart. The catheter is completely separated from the port at the attachment site. Therefore, the investigation is confirmed for the reported material separation, suction problem and difficult to flush issues and identified detachment issue. However, the investigation is inconclusive for the reported migration as supporting evidence of the reported issue is not available and the investigation is unconfirmed for the reported fracture issue as only detachment was identified during the investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks post a port placement procedure, the catheter was allegedly broken off and fell off. It was further reported that blood could not be drawn back and pump fluids. Reportedly the broken catheter was moved in the direction of the patient's central venous blood flow to the lower vessels and the catheter was removed through surgical intervention. The current status of the patient was not well.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks post a port placement procedure, the catheter was allegedly broken off and fell off. It was further reported that blood could not be drawn back and pump fluids. Reportedly the broken catheter was moved in the direction of the patient's central venous blood flow to the lower vessels and the catheter was removed through surgical intervention. The current status of the patient was not well.